Event description:
Report received from (B)(6) stating: the medical staff began the standard bausch and lomb procedure but the nurse did not install the bottle on the hook before the i.v. Pole moved up. The nurse decided to repeat the procedure and clamp the irrigation line. She forgot to unclamp the irrigation line. The doctor did not notice immediately that the irrigation line was clamped due to the fact he had some bss inside the irrigation line (residual bss coming from the first procedure). The patient suffered a corneal burn during the surgery requiring a partial corneal transplant.

Manufacturer narrative:
System tested without any problems. All tests passed without any failure.